Event description:
It was reported that the patient had been "passing out". Additional information was requested, but is not available. The implantable pulse generator (ipg) was explanted and replaced to an implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient had been "passing out". Additional information was requested, and it was later reported that the device was funtioning normally and that the patient's symptoms were not device related. The implantable pulse generator (ipg) was explanted and replaced to an implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient had been "passing out". Additional information was requested, and it was later reported that the device was funtioning normally and that the patient's symptoms were not device related. The implantable pulse generator (ipg) was explanted and replaced to an implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.